Event description:
Reportedly, when the patient came to his regular follow up, the battery has decreased and several alerts appeared: all the leads seemed to malfunction at the same time, on the same day. Preliminary analysis of provided data revealed that the ICD operation is compromised.

Manufacturer narrative:
Please refer to the attached report.

Event description:
Reportedly, when the patient came to his regular follow up, the battery has decreased and several alerts appeared: all the leads seemed to malfunction at the same time, on the same day. Preliminary analysis of provided data revealed that the ICD operation is compromised.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, when the patient came to his regular follow up, the battery has decreased and several alerts appeared: all the leads seemed to malfunction at the same time, on the same day. Preliminary analysis of provided data revealed that the ICD operation is compromised.